Event description:
Philips received a complaint by the customer on the v60 indicating that a 1203 "low leak-co2 rebreathing risk" alarm error was displayed on the screen. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1203 "low leak-co2 rebreathing risk" alarm error was displayed on the screen. Once the remote service engineer (rse) instructed the customer on how to restore defaults and use the preoperational check settings along with the .25 test adapter for testing, the customer confirmed that the device cycled normally without alarming. The rse then advised the customer to continue with an extended run in and return the device to use if no problems are found; however, if the low leak-co2 rebreathing risk alarm error reappears, the rse recommended that the customer replace the flow sensor assembly or gas delivery system (gds) to resolve the issue. The rse also discussed air inlet filter management with the customer. Per a phone conversation with the customer/biomedical engineer (bme) on december 18, 2025, the low leak-co2 rebreathing risk alarm error was in fact due to an incorrect user setup. After letting the device run all night and checking the device logs, the customer/bme confirmed that the error did not reoccur. The device passed the required performance verification tests per philips standard and was returned to service as it operated as intended. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.